Event description:
A hospital reported via our distributor that the heaterwire alarm on the humidifier operated when an rt206 adult breathing circuit was connected to the ventilator. They reported, it seemed the heaterwire was broken. No pt consequence was reported.

Manufacturer narrative:
The product referred to in this complaint is not sold in the USA, but it is similar to a product which is sold in the USA. The device was not returned to the MFR for investigation. An investigation was carried out based on the event description and previous experience with similar complaints. Results: a lot check revealed one other similar complaint for this lot number. Conclusion: electrical open circuits in heatherwires are often associated with improper crimping of the heaterwire during production. All breathing circuits are electrically tested during production and those that fail are rejected. It is likely the heaterwire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0022%.